Event description:
The reporter stated that while detaching the product from the administration set, the luer broke at the top the chamber. Issue occurred post procedure. No pt injury or treatment associated with this event.